Event description:
I placed an order for a set of ice bags and a set of egg cookers from (B)(6). Item info follows: ice bags - code tqt1, item number (B)(4). Egg cookers - code sy04, item number (B)(4). When I opened the box, the odor was so overwhelming that I almost fainted. I thought perhaps there was a coating on the bags and decided to immerse them in soapy water and dry them. The odor has not dissipated at all and to be frank, I'm afraid to handle the product now due to the strong, pungent odor coming from the bags. I do plan to contact (B)(6) and return the items, but somebody should be regulating these products for safety before entering the united states. I am convinced that these bags contain some harmful chemical that would definitely not pass united states standards for health and safety! Thank you for your attention to this email. I plan to contact (B)(6) tomorrow and will return both products. (B)(6). Product is a set of 3 ice bags in graduated sizes. Large being about 10", medium about 8" and smallest about 5". Colors are green & white, brown & white, and pink & white. Ice is inserted into the bags and the tops are then screwed on. Product category: (B)(4).